Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was not detecting the plunger. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked and chipped by the front left bottom corner, cracked by the tube holder and cracked right plunger case. The bottom case was cracked and broken by the mounting post. There was visible contamination inside the barrel clamp assembly and on the interconnect board. The barrel clamp assembly was loose and there was visible contamination by the l bracket pole clamp. A review of the event history log identified check syringe plunger. The reported issue was duplicated during the power up process. The root cause of the issue was a result of the customer's impact to the device. Replaced left plunger case. Power up and performed self test process.